Event description:
The pt experienced fluid filled pockets, where the trocar ports were. Additional information received 13-jun-2007: there were three ports, one 10mm and two 5mm, and the fascia was closed.

Manufacturer narrative:
Baxter medical director assessment: june 13, 2007: meddra terms: leakage, fluid pockets, wound healing disorder the fluid pockets are the combined result of the use of adept in conjunction with an inaccurate closure of the trocar port wounds. These wounds often develop wound healing problems, especially in long lasting procedures with a lot of manipulation and pressure on the wound edges. Given the scarce clinical information, and without knowing all the contributing factors (diabetes, steroids, smoking, etc.) It is possible that adept may have contributed to the adverse event. The contribution is not seen as a result of the product properties, but simply by the fact this is a liquid/solution, and in conjunction with other surgical factors every instillated liquid, regardless of its origin may cause leakage. A product specific retraining is not required. Md biosurgery. June 18, 2007 - the additional clinical information does not change the previous medical assessment or the reportability of this case raymond f. Nistor, md biosurgery. Additional attempts are being made to acquire additional information. If it is received a follow-up report will be submitted with all available information.